Manufacturer narrative:
Product complaint (B)(4). This product was reported in error. Only one pin was identified, as having experienced this shredding of strands of metal. Therefore, two of the three pins reported have had their coding updated to reflect no product issues. With updated reportability determinations to "not reportable".

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that thin machined strands of metal were getting discharged from the pin - guide interface.